Event description:
It was reported, the patient met with a manufacturing representative to get stimulation for their arm, shoulder, and wrist. The reporter stated that when they started to walk out of their healthcare professional¿s (hcp) office with their cane, they had a lot of stimulation in their arm. The reporter further stated they thought they would need to see the manufacturing representative again. Additional information received reported that impedances were fine and the patient was instructed through alternative programming with relief. It was noted the patient was last seen on 2014 (B)(6). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 97740, serial# (B)(4),implanted: 2014 (B)(6); product type programmer, patient product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).